Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left circumflex coronary artery with mild tortuosity and mild calcification. The lesion was predilated and the 2.25 x 23 mm xience v stent was deployed. When checking angio, a distal edge dissection was observed. Another stent was used to treat the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.